Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Sterile devices from the same lot were tested and confirmed the devices deployed and functioned as expected with no issue noted. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral atherectomy procedure. Reportedly, a noise was heard and after the plunger was removed, the device could not be removed from the patient anatomy. The patient was transferred to a different hospital where a surgical cutdown was performed to remove the proglide device. Hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgical removal of the device. No additional information was provided.